Event description:
It was reported that during a procedure, the unit fractured in the patient's shoulder.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.